Event description:
Additional information was received from the patient. It was reported that the patient has adaptive stim enabled and she doesn¿t like it. The patient stated that is she moves just right, her therapy goes into lay down mode and gets really low. The patient was instructed to turn adaptive stim off. It was reviewed that the patient will have to manually change setting while lying down.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her implantable neurostimulator (ins) was acting funny. The patient stated she could be sitting perfectly still and it either shuts all the way off or it goes into sleep mode, because she has it set a certain way that when she lays down stimulation is less active. The patient reported they could be walking through the store and it will do the same thing. In order to get stimulation to turn back on, she has to bend over very carefully, touch her toes and count to 3 and then very slowly stand back up. The device then turns back on. The patient stated it¿s almost like when the stimulation shuts itself off the stimulator thinks the patient is laying down. The patient believes she has adaptive stimulation and that they set it up about a month ago. Troubleshooting could not be performed because the patient did not have the patient programmer with her during the call. The patient indicated they would call back. The patient stated this started a week to a week and a half ago. No further complications were anticipated. The indication for implant was post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they changed the settings of their adaptive stimulation, which resolved their stimulation shutting off and going into sleep mode. They mentioned that they love their device. No further complications were reported.